Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: product ID {evolutfx-26}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {(B)(6) 2025}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, there were no issues observed during loading. Upon deployment of the valve to the point of no recapture (ponr), the implant depth on the non-coronary cusp (ncc) was too deep and the valve was subsequently recaptured. A second deployment attempt was performed, however the valve was recaptured again to adjust the position. Upon the ponr of the third deployment attempt, the physician noted that the handle of the delivery catheter system (dcs) felt "heavier",and that the "grinding sound" during the ponr was quieter than usual. However, the valve was fully deployed and successfully implanted without any further issues. Upon removing the dcs from the patient, the capsule of the dcs was inspected and a foreign object appeared to be wrapped around the paddle attachment. The foreign object was retrieved from the paddle attachment of the capsule and analyzed. The procedure was completed without any further issues, and there were no occlusion symptoms, such as a stroke, observed. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. Foreign material was received in vial alongside the device. The device was received with the handle and fully closed. The capsule over captured the proximal end of the nose cone. Delamination was observed over the nitinol reinforcing frame of the capsule. A bend was noted on the capsule. A bent was noted on the catheter shaft. Nitinol reinforcing frame noted on the distal end of the capsule. Deformation evident along the mid- section of the capsule. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. No other deformation evident to the remainder of the device. A review of the dcs was conducted by the r d team to investigate the origin of the foreign material and assess any potential impact to the capsule. Boroscope inspection was employed to visualize the internal surfaces of the capsule. This examination revealed additional material adhered to the interior of the capsule, some of which was attached to the inner liner. The visual characteristics of this material were found to be consistent with those of the foreign object previously analyzed, suggesting it may originate from the inner liner itself. Additionally, a surface anomaly resembling a ¿bubble¿ was observed on the external surface of the capsule, extending from the proximal end to approximately the midpoint. The boroscope images also identified further foreign material within the capsule, indicating localized damage to the internal diameter (ID) surface. However, the boroscope inspection was inconclusive regarding the definitive source of the foreign material. Subsequently, ftir analysis was performed on the foreign material obtained from the account. The ftir results indicated that the material composition was consistent with polyurethane, matching the material used in the inner liner updated data: h2 h3 h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.